Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Technical services (ts) reviewed the presenting electrogram per request. Ts advised there is no atrial escape suggestive there is capture on the ra lead. In addition, all ra auto threshold tests are stable. Ts suggested if the health care professional is concerned they could bring the patient in clinic for an in person threshold test to prove capture. Additional information has been requested but not provided at this time. This ra lead remains in service. No adverse patient effects were reported.